Event description:
Pt's family member called in regards to pt in 4/2002. Pt was weak, could not move fingers, had pale eyes. Pt got readings of 143, 137 on the meter. Another family member took pt to the dr due to high blood sugar symptoms. Dr's meter read 360 (time difference unknown). Treatment at the dr's office is unknown. Pt's dr increased their medication. Unable to contact the pt of family member. Left 2 messages. Sending letter.